Event description:
The user facility reported that water was flooding from their 20" century gravity sterilizer. Property damage was reported on the bottom of the walls and flooring. No injuries, procedural delays/cancellations were reported.

Manufacturer narrative:
The steris service technician inspected the unit, and found that the solenoid valve, level probes and feed water valve required replacement. The unit was installed in 2003, and is not under steris service contract. The unit was repaired, but not returned to service due to the customer installing new plumbing. The unit has been reinstalled by the customer and is operating within normal parameters.

Manufacturer narrative:
Investigation in process; a follow-up report will be filed when additional information becomes available.